Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer, with supplemental information by a nurse. The report, in the USA, is of peritonitis in a patient coincident with extraneal viaflex therapy for peritoneal dialysis (pd). Extraneal therapy was ongoing. During a call with baxter customer services, the following information was reported. On an unreported date, the patient experienced a hernia as a result to a sneeze. On (B)(6) 2012, the patient was hospitalized for peritonitis and for hernia surgery. The cause of the peritonitis was unknown. Treatment for peritonitis was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd892638 and gd892950. No exceptions were observed that were related to the reported condition. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.